Event description:
It was reported that during an unknown procedure, the clips were not holding. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.